Manufacturer narrative:
Final analysis found the device was returned 20.73 years after patient death. No telemetry and no output could be established due to normal end-of-life. Analysis was normal. No anomalies were found.

Manufacturer narrative:
UDI not available as product was manufactured on or before sep 23, 2014.

Event description:
It was reported that the patient passed away. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Related manufacturer reference number: 2017865-2021-24140, 2017865-2021-24141.